Event description:
It was reported that during fluid delivery procedure, the device allegedly malfunctioned at the filter and subsequently the patient had to receive medical intervention due to further deterioration of health. The fluid delivery procedure was successfully completed.

Manufacturer narrative:
Further investigation of the suspect device was conducted. The investigation on the returned sample confirmed the alleged malfunction, however, the device history record review showed that the bonding was adequate. Quest will continue to monitor complaint trends.